Event description:
The customer reported on 02/07/2014 at 10:03 pm she activated a new pod and her blood glucose history is as follows: time: (B)(6) 1:34 am; bg (mmol/l): 18.2; (mg/dl): 328. The pod was deactivated and she stated during the needle insertion process she never felt the needle going into her skin. Upon inspection after removal, she could see that the cannula had not deployed. At 1:41 am she was able to activate a new and she gave a bolus of 4.65 units of insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.